Manufacturer narrative:
The reported failure "flow unstable" was discovered during patient treatment. The device was directly involved in the incident and not able to meet its specifications. The failure could be confirmed. According to the service order 43394992 dated on(B)(6)2020 a getinge service technician confirmed that the flow was unstable. The rotaflow drive (serail number(B)(6) ) has been found as the problem of the unstable flow. The rotaflow drive has been replaced with a new rotaflow drive unit (serial number (B)(6) ). The "old" drive (serial number(B)(6) ) is part of the fsca-2019-11-11 rotaflow drive - loose odu plug connection of coaxial cable. As per fsca-2019-11-11 following corrective actions have been implemented: - the affected products need to be returned to the manufacturer -safety information (field safety notice) have been distributed to the ssus and costumer -affected units will be returned from the customers to the sales and service units (ssus) and via the maquet cardiopulmonary (mcp) service department to the supplier em-tec for the replacement of the defective drive cable. After the replacement, em-tec sends the repaired units back to mcp service department; from there the units will be returned to the ssus and to the final customers. In the field safety notice that was distributed to the ssus and the costumer. Following requirements have been communicated: -the costumer needs to fill out a letter of acknowledgement (loa) and return it to the local getinge representative by mentioning fsca-2019-11-11 as reference. -if a unit is affected it needs to be returned to the local getinge representative. The costumer has filled out the loa dated on 2019-11-21 with the information that the rotaflow drive (with the serial number (B)(6) ) is affected of the fsca-2019-11-11 and the field safety notice has been received. The costumer was aware of the fsca-2019-11-11 and the corrective actions that needed to be taken. The rotaflow drive was still used by the costumer. Most probable root cause can be determined as user error. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID:(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The flow rate of the rotaflow drive is unstable. Troubleshooting after replacing the drive. The patient was treated in a timely manner, and no harm was caused by this incident. Complaint ID:(B)(4).